Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that he had low blood glucose and fell off. Customer stated that they confirmed that the insulin pump hit the ground causing the screen to be broken, they can not remember his blood glucose when the incident happened but confirmed he is low at the time. Customer stated that they confirmed that there were little dents on the screen. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.